Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Date of event is estimated.

Event description:
It was reported the patient had not recharged in months. In turn, the ipg was deemed inoperable. As a result, the ipg was explanted and replaced to address the issue.